Event description:
This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Action taken with dianeal and extraneal therapies was unknown. On an unreported date, the patient experienced peritonitis. The patient was hospitalized for the event. The cause of peritonitis and treatment was not reported. The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information becomes available, a follow-up report will be submitted.